Event description:
It was reported that "the clip does not press the clip-on vessel sufficiently." No patient injury or consequence reported. The patient's status is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clip does not press the clip-on vessel sufficiently." No patient injury or consequence reported. The patient's status is reported as "fine.".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The investigation determined that the manufactur-ing processes adhered to approved specifications, utilizing the correct materials and components. A visual and functional inspection was conducted on the returned device, and the device was confirmed to be fully functional. It should be noted that tecomet does not have a validated test method for clip application on a vessel; however, during testing, the applier successfully picked up, held, and closed the clip as intended across multiple attempts. The reported issue could not be replicated under testing conditions. At this time, a definitive root cause cannot be determined; however, potential contributing factors may include misuse of the device, use of an incorrect clip, or use of a clip size inappropriate for the vessel. Additionally, all (B)(4) instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, which is a standardized procedure at this facility for this product line. Based on these findings, no noncon-formances were identified, and the complaint could not be confirmed; therefore, no further corrective or preventive actions are required. Teleflex will continue to monitor and trend for reports of this nature.